Event description:
During a procedure for treatment, the stent migrated to the stomach. As of the filing of this report, the company has not received a response to requests for additional information from the user facility. When additional information becomes available, a supplement to this report will be made. The device was not returned for evaluation, therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specs because the product was not returned. Company is unable to determine the relationship between the device and the cause of this event without the product.